Manufacturer narrative:
Initial contact phone number: (B)(6). It is anticipated the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. The initial MDR report was successfully submitted to the FDA on 2/19/2015. However, there is no record of the initial report at the FDA. This is a resubmission of the initial report per FDA request.

Event description:
During a coil embolization procedure (artery information unavailable), when the surgeon opened the package of the microsphere coil (sph10025020/c19643), he noted that only 2 rings (loops) instead of the expected 6 rings was found. The surgeon had to change to another coil. It was reported that the coil did not appear stretched, kinked or damaged. There had been no difficulty in exposing the coil to examine it, and there was no packaging damage. The procedure was successfully completed with another product. There was no patient involvement. The device will be returned.